Event description:
Registered nurse reported a performance degradation in the centricity perinatal system that prevented timely access to data required for patient care. There was no report of patient impact or adverse patient outcome.

Manufacturer narrative:
A follow-up MDR will be submitted when the device evaluation is complete.